Event description:
It was reported that the patient presented to the emergency department (ed) with gastrointestinal bleeding. The patient's log files were submitted. A review of the log files revealed only routine events. Additional information revealed that the patient had lab work done and received packed red blood cells (prbc). The patient had no more melena. They refused esophagogastroduodenoscopy (egd) testing. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2022-13064. Investigation findings will be reported under MFR # 2916596-2022-13064.